Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test,prime/a33 test, excessive no delivery test and displacement test. Noexcessive no delivery alarms noted. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump passed the dat test at 0.08720 inches. The drive support disk was inspected and no damage or anomaly noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 423 mg/dl. Blood glucose level at the time of the call was 174 mg/dl. The caller also reported that the insulin pump's drive support cap was protruding. The nurse was advised that the insulin pump would be replaced and agreed to return the product for analysis.